Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported sometime in 2015 or 2016 they lost weight and every time they sat down, their ins would pinch them and cause them to bruise. Pt stated when their device was implanted, the surgeon removed bone on their pelvis. Pt stated their doctor thinks this is why it started pinching/bruising after they lost weight. Pt commented that the therapy worked very well for them but had the device explanted in 2017 due to the fact that it kept pinching them. Pt said they only explanted the ins and was supposed to explant the lead but did not. Pt also stated they have really bad arthritis and a form of miskinis in their knee and now needs an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.